Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. No recalibration was required.

Event description:
Additional information was received reporting that the patient was incorrectly diuresed based on the cardiomems numbers being inaccurate causing acute kidney injury. The patient did not require hospitalization.